Manufacturer narrative:
On 17-dec-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a lasso nav and the plastic tip/marker was found in the patient¿s cardiac tissue. It was reported that the plastic tip/plastic ball on the distal tip of the lasso nav was found in the cardiac tissue. It was observed by a scan that was performed after the procedure. The damage to the lasso nav resulted in wires and/or braid being exposed on the very distal part/tip dome. There was no resistance or difficulty during insertion, but difficulties during removal of the device as it was stuck into the cardiac tissue. The lasso catheter was discarded after the first removal. The detachment was total and the distal had sharp metallic edge. The physician did not remove the detached section. The sheath was abbott sl0 8.5 fr. Additionally, it was reported that error 106 (defective force sensor) occurred with the thermocool smarttouch sf. The catheter was replaced to complete the procedure. The customer's reported force issue with the thermocool smarttouch sf is not considered to be an MDR reportable issue since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A picture was provided by the customer for evaluation. Evaluation is still in progress but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2026, additional information was received indicating that the physician inspected the catheter prior to using it and the plastic ball was present. The separated tip was never removed from the body as the physician thought it was riskier to remove it than to leave it inside the cardiac tissue. The device got entrapped in the patient and required excessive manipulation before getting it loose. The plastic tip was stuck inside the cardiac tissue and also attached to the catheter. So, the catheter was first "stuck" when they tried to withdraw it and then the detachment occurred and the plastic tip stayed inside the cardiac tissue and the catheter was removed from the patient based on the information received, coding under field h6. Medical device problem code has been updated and product investigation has been updated to indicate the damage identified during product evaluation on the loop of the device confirms the customer¿s reported entrapment, detachment and adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with a lasso nav and the plastic tip/marker was found in the patient¿s cardiac tissue. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device were performed following j&j procedures. Visual inspection was performed, and the distal tip of the catheter was observed detached from the loop leaving internal components exposed. The customer reported that the catheter got stuck into cardiac tissue; due to this condition, microscopic examination was performed to the loop and evidence of excessive force applied was observed. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined a manufacturing record evaluation was performed for the finished device batch number and no internal actions were identified. The damage identified on the loop could be related to the detachment and adverse event issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath. Do not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. To prevent entanglement of the catheter with the valves and to prevent slippage of the catheter into the ventricles, care should be taken when using the catheter in or around the atrio-ventricular valve region. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).